Event description:
The customer reported that the high-definition autoclavable camera head "image is grainy, black screen and it has purple /green lines. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due a defective camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
The customer reported that the high-definition autoclavable camera head "image is grainy, black screen and it has purple /green lines. The intended procedure was completed using a similar device. There were no reports of patient harm.